Event description:
At completion of diagnostic catheterization, physician attempted to deploy angioseal which failed to anchor in place. Manual pressure held for 20 mins. Protamine 20 mg given and right femoral site dry without hematoma. Pressure dressing applied.